Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2007.

Event description:
It was reported that the patieints right ventricular (rv) lead had triggered a lead alert due to the gradual rise in the rv lead pacing impedance exceeding the alert level of 1000 ohms. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.